Event description:
A report was received that the patient was experiencing painful stimulation in his back. The patient¿s lead displayed high impedances. An x-ray confirmed lead migration. The physician noted that the lead had a kink, and he suspected that the lead was fractured.

Event description:
A report was received that the patient was experiencing painful stimulation in his back. The patient¿s lead displayed high impedances. An x-ray confirmed lead migration. The physician noted that the lead had a kink, and he suspected that the lead was fractured.

Manufacturer narrative:
Analysis of lead s/n 585490 confirmed the complaint. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. No exposed cables.

Event description:
A report was received that the patient was experiencing painful stimulation in his back. The patient¿s lead displayed high impedances. An x-ray confirmed lead migration. The physician noted that the lead had a kink, and he suspected that the lead was fractured.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-50, serial/lot # (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing painful stimulation in his back. The patient¿s lead displayed high impedances. An x-ray confirmed lead migration. The physician noted that the lead had a kink, and he suspected that the lead was fractured.